Manufacturer narrative:
The intraocular lens remains implanted. (B)(6). Device evaluation: the lens remains implanted. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptics stuck to the optic after implantation of the intraocular lens (iol). This resolved after 45 seconds. No patient injury. The iol remains implanted. No additional information was provided to abbott medical optics.